Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found no significant anomaly. There was an explant-related hole in the catheter body.

Event description:
It was reported the catheter was partially explanted on (B)(6) 2014. The patient recently had a spine surgery and post-surgery, she started having a ¿bulge¿ where the back incision was. It was suspected there was a spinal fluid leak around the catheter. The back incision site was opened and approximately 1 cup of spinal fluid was drained from the site. It could not be found where the leak was coming from. There was not an obvious ¿lead¿ around the catheter that could be seen. A laminotomy was done above the catheter to see if a dural tear could be visualized, but the source could not be found. The health care provider (hcp) decided to replace the spinal segment of the catheter. The system was being used to deliver prialt/ziconotide. The patient status at the time of the event was ¿alive- no injury.¿